Event description:
It was reported that after the spaceoar vue placement procedure, the patient underwent a magnetic resonance imaging (MRI) that showed that the hydrogel was placed outside the perirectal space in the rectum. Additional information received 27mar2026ecj. It was reported that the MRI assessment was enter by error, there was no hydrogel outside the perirectal space.

Manufacturer narrative:
Additional information block b5 and h6 have been updated with the additional information. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular. Block h11. Additional information was received indicating there was no evidence of gel outside the perirectal fat. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the patient underwent a magnetic resonance imaging (MRI) that showed that the hydrogel was placed outside the perirectal space in the rectum.